Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the issue, and there was no adverse impact on the customer¿s blood glucose level. Customer support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reappeared, which they acknowledged and understood.